Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported issue. The faulty touch screen was replaced with a new led touch screen, a new hkr pcb board was installed and a software update and nvmem clear was performed. Subsequent testing found no further issues and the device was returned to service. Pictures of the replaced touch screen were provided to livanova (B)(4) and it was determined that liquid penetration into the kapton-tail of the touch screen caused the reported issue through oxidation of the connection. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) has implemented a CAPA project for this type of issue. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4)received a report that the touch screen of the s5 roller pump became unresponsive during priming. There was no report of patient injury.